Event description:
It was reported that during a lap sigma procedure, active blade broken, part fell into patient, could be removed. No further information is available. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Device a was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. Device a was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The blade tip was not broken off. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Device b was returned with the tip of the blade bent. The device was tested with a generator and was functional; however, the tip of the blade was misaligned from the clamp arm. No conclusion could be reached as to what caused the damaged to the blade. Device c was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.